Manufacturer narrative:
One device was received for evaluation for the complaint that there was no alarm when the occlusion test was performed. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the broken compartment battery, uso seal bubbled and lens scratched. The complaint was confirmed through visual inspection and replaced I/o connector board. Through testing, could not confirm the cause. The pump performance verification testing was performed and passed all testing criteria.

Event description:
It was reported that there was no alarm when the occlusion test was performed. There was no patient involvement.